Manufacturer narrative:
The unit was received with a motor error alarm during rewind due to a corroded motor home switch. The unit was unable to perform the displacement test due to the constant motor error alarm. The compromised force sensor system alarm could not be confirmed due to the motor error alarm. The following physical damage was noted: minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 400 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.